Event description:
The customer called to report a high blood glucose reading of 505 mg/dl. The customer stated that the insulin pump was not giving any occlusion alarms. The customer stated that he ran a prime test and insulin did exit. The high pressure test was performed and the insulin pump did not pass the test. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.